Manufacturer narrative:
One device was returned for analysis. A visual and functional test was performed and the reported issue was duplicated. The cause of the reported was due to a damaged downstream occlusion seal. As a result, the downstream occlusion seal was replaced and a software update was performed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device downstream occlusion (dso) seal was bubbled and delaminated. There was unknown patient involvement.